Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had no capture at a high output. The lead was explanted and replaced. It was reported the right ventricular (rv) lead had dislodged. No capture along with high/undefined pacing impedance were reported. A computerized tomography (CT) scan noted the lead was extending outside of the heart, a perforation had occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.